Event description:
Baxter reports a minicap transfer set cracked in the light blue main body and the clamp lost function due to a broken occluder foot after 3 months of use on 2 occasions. A set change was performed. The pt is reportedly very careful with their pd operation and did not use disinfectant on the set. The affiliate reports no pt injury or medical intervention as a result of the incidents.